Manufacturer narrative:
On (B)(4) 2016, a medtronic representative, following-up at the site, reported we actually started with the sphenoid in this procedure, it seemed very accurate at that time. This would mean it was accurate deep in the beginning. It seemed to drift from there, and the drift was pretty random. I'm not sure what the variable was. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic ent representative reported that, while in an ear, nose & throat (ent) procedure, the surgeon was navigating accurately, however, lost accuracy mid-way through. The surgeon alleged a 20 millimeter inaccuracy in the anterior direction that occurred intermittently. In trouble-shooting, they registered the patient using tracer a second time and reported that inaccuracy persisted. The site was using a stick-on non-invasive prenatal test (nipt) patient tracker. The surgeon declined to attempt another patient registration. The surgeon opted to complete the procedure without the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative performed a navigation system check-out, all areas passed. The medtronic representative was unable to replicate the reported issue. A software investigation was completed but was unable to determine the cause as the reported issue could not be duplicated. Although unconfirmed it is suspected that the tracer pattern used in the procedure was poor. The instructions for use (IFU) that accompanies the device provides guidance for multiple registration methods.